Event description:
Procedure: vats. According to the reporter: reload fired half way and a crunching sound was heard. Reported that the surgeon decided not to advance the knife blade any further. He retracted the knife blade and opened the jaws. This is when bleeding occurred. Surgeon converted to an open procedure to control bleeding and continue the case. There was no unanticipated tissue loss. There was extension of the incision by more than one inch. The surgeon converted to an open lobectomy to complete the case. There was 1.5 hour longer surgery time. No buttress material was used.

Manufacturer narrative:
(B)(4).